Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a multiple cartridge alarms occurred during the load sequence. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Reportedly, the customer reverted to manual injections for insulin therapy.